Event description:
Rn hung 2g calcium gluconate at 1611. Calcium was placed on existing tko line on a channel that had been used on the patient for at least 2 days. The patient was scanned, the medication was scanned, the pump was scanned, the order was sent from the mar (medication administration record) to the pump with the correct rate of 100ml/hour and volume to be infused 100ml. The pump was then started. I turned the patient with another nurse and looked up approximately 5 minutes later at my IV pump and noted the calcium bag seemed to be dripping at a rate much faster than 100ml/hr. I reexamined the pump and confirmed the rate was sent to 100ml/hour and that was displayed. This was confirmed with another rn. I looked back and the calcium bag and the entire bag had been given to the patient. The pump volume to infuse said the bag should still contain 87ml of fluid when realistically 110ml of fluid had been infused. The patient suffered no ill affects, but had this been a potassium supplement or any of my other drips (amio, heparin, norepi) this would have been very detrimental to the patient. The entire pump and was taken out of the patients room and marked for biomed to look at. This is the (B)(4) similar event at this facility with these devices. The manufacturer was contacted and is aware of some of the previous events. Manufacturer response for infusion pump and tubing, carefusion alaris IV pump (per site reporter): manufacturer being contacted by supply chain division. At this time we are unsure if the issue is because of the tubing or the IV pump itself.